Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose value was unknown. Customer stated that they received a low battery alarm and when they changed insulin pump not turning on. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that display did not return. The insulin pump will not be returned for analysis.